Event description:
It was reported to philips that the boom monitor was intermittently turning off. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the coronary catheterization treatment procedure was performed when the issue happened, and procedure was completed by moving the patient to another room. The philips field service engineer (fse) inspected the system onsite and confirmed boom monitor was intermittently turning off. Upon troubleshooting, fse found the loose connection in the power plug, causing the power light to go out and the display to black out. To resolve the issue by disconnecting the power plug from the flex vision monitor, ensuring that all connections were tightened, reassembling the plug, and firmly attaching it to the monitor with cable ties to provide strain relief. After removing the power plug from the flex vision monitor, tightening connections, and reassembling the plug, system was returned to use in good working order. The codes were updated based on the investigation outcome.